Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a nickel allergy.

Manufacturer narrative:
This report is being amended to reflect changes in relevant tests/lab data, event problem codes, MFR site, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, and additional MFR narrative.. No device was received with complaint for investigation since the product was retained by the hospital and will not be returned; therefore, the exact condition of the component is unknown. Device history records were reviewed on femoral lot and found no deviations or anomalies identified. The implant components were reviewed for compatibility and verified all components were compatible. Review of the patient¿s metal allergy test records indicate that the patient is highly reactive to nickel. This device is used for treatment. A product history search revealed no additional complaints against the related femoral part and lot combination. Per the persona knee system surgical technique, no compatibility issues are noted. As the patient¿s allergy tests reports reveal that the patient is highly reactive to nickel and the femoral component implanted contains nickel. The patient¿s condition can be confirmed to be the cause of the reported revision.